Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 42 mg/dl at the time of the event. The customer was not available to perform troubleshooting. The customer's mother stated that the customer was experiencing high blood glucose prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.